Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced pseudoptosis and the implant appears smaller than when it was initially placed. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: right breast prosthesis deflation, pseudoptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis (right device) and a mentor smooth round moderate profile 325cc saline breast prosthesis (left device) when the right breast prosthesis deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a physical exam and by mammogram. In addition, the patient developed pseudoptosis and her left breast prosthesis appeared smaller than when it was initially implanted. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 325cc mentor saline breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.